Manufacturer narrative:
Concomitant product(s): patient medications include - flomax, lovastatin, metoprolol, omeprazole, and lovastatin. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: pcc121400/022882304. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. The devices implanted in this patient in 2004 were the original gore excluder® bifurcated endoprosthesis.

Event description:
On (B)(6), 2004, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder® bifurcated endoprosthesis trunk-ipsilateral leg component and contralateral leg component. On an unknown date, follow-up imaging showed that the aneurysm had grown an unknown amount. It was reported that the physician believes the aneurysm enlargement was caused by endotension due to not seeing any evidence of endoleak. On (B)(6) 2017, an additional procedure was performed whereby the previously implanted devices were relined with two additional gore® excluder® aaa endoprostheses to treat the suspected endotension. The patient tolerated the procedure.